Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) reviewed as the lot number of the device involved in the event is unknown. Root cause is unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: item # unknown/unknown stem/ lot # unknown , item # unknown/ unknown liner/ /lot # unknown, item # unknown/unknown shell / lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2020 -00610, 0001822565 -2020 -00612.

Event description:
It was reported the patient underwent left hip revision surgery 7 years post implantation due to stem fracture, pain and instability. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.